Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the device was visually inspected and it was found with no apparent damage. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 380cc mentor smooth round high profile saline breast prostheses, suffered bilateral breast deformity and right breast implant deflation, post-operatively. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor saline breast prostheses on (B)(6) 2019.this medwatch form is for the left breast prosthesis.